Event description:
It was reported by the patient that their prior device battery depleted quicker than anticipated. It was indicated that the device reached elective replacement indicator. The patient also reported that it was later determined that the patient had gone three days with the ¿device being out¿ and during that period of time the patient felt tired. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead 1995 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.